Event description:
Boston scientific received information that during a follow due to a dislodged left ventricular lead a revision procedure took place. Due to the patient anatomy this left ventricular lead was not repositioned but instead a new lead was used. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.